Manufacturer narrative:
One device was returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Device turned on with error code and can't download event log. Error code 41622 was not replicated. Found error code 45639 when turned on. The probable cause of the report error is the main board. Replaced main board, dso sensor, motor, keypad, and labels to resolve the report error. This device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had experienced an error code during patient use. There was patient involvement and no harm/adverse event reported.